Event description:
The lay user/reporter (the patient's wife) called lifescan (lfs) in 2008 on behalf of the lay user/patient and alleged that a onetouch ultra meter was giving him inaccurate high results. The medical affairs specialist (mas) spoke with the patient's wife; however was only able to obtain partial info presented below. The patient's wife was unwilling to provide additional info. On eight days earlier at unk time in the night, the patient was experiencing 'stroke like symptoms". The reporter was unwilling to provide info about specific symptoms that he was experiencing. The emergency medical service (ems) was called. They first tested the patient's blood sugar on the alleged meter and received a result of 174 mg/dl. The thought that the patient was experiencing "stroke". He was taken on the ambulance and his blood sugar was tested on another, ambulance's meter and reportedly received a result of 44 mg/dl. The reporter was unwilling the provide info on treatment provided to him. She stated that the doctor mentioned that the reason for the patient experiencing the alleged symptoms was that he probably did not eat enough or took higher amount of humalog insulin. The reporter was also unwilling to state what kind of blood sugar results did he receive on the reported meter and how much insulin did he take prior to developing the alleged symptoms. The reporter was unwilling to provide information whether the patient was using correct technique to test and to clean the puncture area or not, whether the sample was collected from a recommended site or not, and whether the meter was set to correct unit of measure or not. Replacement products were sent to the patient. This complaint is being reported, as the patient allegedly received high blood sugar reading on the reported meter and obtained a result of '44 mg/dl' after the product issue and allegedly required the assistance of the ems. Diabetes care management: the patient normally tests his blood sugar two times daily. He takes unk oral medication and humalog insulin to manage his diabetes. He adjusts dosage of humalog insulin based on his blood sugar readings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.